Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for an svt that was diagnosed as a vt. There were no programming changes made. The patient was asymptomatic and monitoring will continue.